Event description:
Caller reported a malfunction on pump, but no notable events occurred prior to the issue. There was no adverse impact to customer's blood glucose level. Customer service provided pump reset information, assisted caller with resetting the pump, and ensured caller understood steps to take after reset. Caller planned to perform reset at a later time due to being at work.